Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8037509; medical device expiration date: 2021-01-31; device manufacture date: 2018-03-28; medical device lot #: 8066812; medical device expiration date: 2021-02-28; device manufacture date: 2018-05-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ plus 3-way stopcock was leaking around the injection valve and into the injection port. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: the device history report for lot number 8037509 and 8066812 were reviewed, no related abnormalities were found. Material number 394945 for lot 8037509 and 8066812 were manufactured on feb-28-2018 and mar-25-18 respectively. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally samples were provided for the purpose of aiding our quality engineer's investigation, the returned units were subjected to leakage testing. Devices were observed leaking from the valve port assembly due to bed tubing. The most likely root cause for this issue is a worn component found during an assessment of the assembly process, this component is critical in the tubing assembly process. Bd engineers placed a maintenance order to replace the worn component in response to this event. Bd apologizes for any inconvenience your facility may have experienced as a result of this complaint and will continue to track and trend for this issue investigation conclusion: based on investigation results to date, root cause was associated to a bad tubing assembly by station 5 of equipment vh59. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.

Event description:
It was reported that the bd connecta¿ plus 3-way stopcock was leaking around the injection valve and into the injection port. There was no report of exposure, injury, or medical intervention noted.